Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) was unable to be implanted. The lp was removed and a different lp was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted the atrial leadless pacemaker (lp) exhibited poor capture threshold, current of injury, and low pacing impedance during the implant attempt.